Event description:
Approximately one month ago, the time on the patient's animas insulin pump changed from am to pm after the battery was removed. The patient claimed her did not realize the time was off until 5 days later. While the time was off, the patient reportedly had blood glucose excursions in the 30's mg/dl and 400's mg/dl. During her low blood glucose, her symptoms included shakiness, dizziness, disoriented, and unsteadiness while her high symptoms included irritability, thirst, and nausea. The patient ate carbohydrate when she was low and took bolus insulin when she was high. The patient claimed it took a week for her blood glucose reading get back to normal and under control. During troubleshooting, the am/pm time change was not resolved with training. The time/date maintained correctly when the battery is removed less than 24 hours. There was no product misuse. The complaint is being reported because the patient had blood glucose excursions and symptoms suggestive of acute complication of diabetes after the am/pm time issue began.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no activity outside normal use observed in the black box or download history. The dates in the total daily dose history changed from (B)(4) 2012 to (B)(4) 2012. There was no data for the date change in the black box history due to continued patient use. A review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. A timekeeping accuracy test was performed. Evaluation revealed that the pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The pump was opened and the internal battery was found to be leaking. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.